Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx0824 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was ready to receive catheterization via basilic vein puncture on the left side in the morning of (B)(6) 2018. During the tube pre-flushing, a water column was ejected at the position of about 50 on the catheter scale, which was confirmed as a leak, and it was unable to be used normally.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. The stylet exhibited a sharp bend just distal of the flushing connector cannula. A small diagonally aligned split was observed in the catheter between the 49cm and 50cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed sharply defined fracture edges and a tapered shape. The split occurred within a diagonally aligned impression. Superficial mechanical damage was observed in the vicinity of the split. The split characteristics and superficial damage were consistent with damage caused by catheter contact with a traumatic grasping instrument(s) such as forceps or hemostats. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of rebx0824 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was ready to receive catheterization via basilic vein puncture on the left side in the morning of (B)(6) 2018. During the tube pre-flushing, a water column was ejected at the position of about 50 on the catheter scale, which was confirmed as a leak, and it was unable to be used normally.